Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead had t-wave oversensing resulting in pacing inhibition. The rv lead sensitivity was reprogrammed, which resolved the t-wave oversensing. The rv lead remains in use and no patient complications have been reported as a result of this event.